Manufacturer narrative:
The pump was received with intermittent button response and button error alarms due to corroded keypad traces. The pump passed the current, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No low reservoir or low battery alarms noted during testing. The pump was received a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a button error alarm that could not be cleared. Customer reported changing the battery, but the alarm persisted. The customer also reported receiving the alarm after a low reservoir alarm and a low battery alarm. The customer's blood glucose was 23 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.